Manufacturer narrative:
Per the clinic, the patient underwent a procedure (B)(6) 2015 under anesthesia to excise excess skin. During the same procedure, a longer abutment was placed. The patient was also prescribed oral antibiotics. The implanted device remains. The implanted device remains.

Event description:
Per the clinic, the patient experienced oozing and pain at the abutment site and was subsequently treated with topical and oral antibiotics (dates and durations not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.